Event description:
Distal inlet of guideliner would not allow an out of box balloon to pass through the lumen. Per initial description. Distal end of guideliner device would not allow balloon to pass. No harm to patient. Guideliner removed, exchanged for new device and no further problems encountered.